Event description:
Hcp reports pt presented in 2005 with signs of infection including redness and pain. Perioperative antibiotics were administered and the pt does not have meningitis. The site of infection was at the lead track. Results of cultures obtained from the lead incision revealed staph aureus as the causative organism. Oral antibiotics were administered and the device was explanted. The device was not returned to the MFR for analysis. Hcp reports pt history of poor personal hygiene and debilitated status prior to implantation of the product.